Event description:
It was reported that the customer received a power source alert. Additionally, the customer experienced difficulty charging the pump with the usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter and cable. Customer¿s blood glucose value was 117 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.